Event description:
It was reported that customer requested a loudspeaker. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
Reporting institution phone #: (B)(6).